Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42 and that pump time was incorrect. The pump was reset, time was corrected, and insulin delivery was successfully resumed. There was no reported adverse impact to the customer.